Event description:
New information notes the patient was not in good condition and remains in the hospital and cannot be moved to another hospital for the explant procedure. She continued to be monitored with no further intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. After the interrogation, it was noted that the pulse generator exhibited back-up vvi mode. The device could not be downloaded successfully due to low battery status. The device remained implanted. The patient was being monitored and their condition was stable.